Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient stated this subcutaneous implantable cardioverter defibrillator (s-ICD) had migrated on two separate occasions which required revision procedures to re-secure the device. The patient is requesting device explant due discomfort and being unsatisfied with where the device is implanted. Efforts to obtain additional information regarding the reported clinical observations were unsuccessful. No additional adverse patient effects were reported.